Manufacturer narrative:
S/w 4.11e. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high bgs and cosmetic damage located at the back of the pump found on (B)(6) 2023. On svn: (B)(6) the customer reported alleged battery cap damage and high bgs on (B)(6)2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail near the battery compartment. The following were noted during visual inspection: minor scratched display window, scratched case, faded seral number label, scratched keypad overlay, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump was received with a duracell alkaline battery installed at 1.291 volts. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 28-mar-2023 in the pump history file on the primary svn: (B)(6). On (B)(6) 2023 05:15:58.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 1.9. Bolus amount delivered = 1.9. On (B)(6) 2023 08:55:14.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1. Bolus amount delivered = 1. On (B)(6) 2023 08:55:14.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1. Bolus amount delivered = 1. On (B)(6) 2023 19:43:52.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 5.8. Bolus amount delivered = 5.8. On (B)(6) 2023 21:42:48.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 5.6. Bolus amount delivered = 5.6. Please see below for the daily total of all insulin delivered on the event date 28-mar-2023 on the primary svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals. Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 51.6. Daily total of basal insulin delivered = 34.1. Daily total of bolus insulin delivered = 17.5. There were no auto suspend (12) alarm noted on the pump history file on the primary svn: (B)(6). There were no user suspended alarm noted on the on the event date 28-mar-2023 in the pump history file on the primary svn: (B)(6). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 28-mar-2023 in the pump history file on the primary svn: (B)(6). On (B)(6) 2023 21:23:33.000 battery removed. On (B)(6) 2023 21:23:33.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 21:23:54.000 battery inserted. Please see below for the boluses listed on the event date 01-may-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 09:31:46.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 3.2. Bolus amount delivered = 3.2. On (B)(6) 2023 20:27:08.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 5.3. Bolus amount delivered = 5.3. On (B)(6) 2023 21:16:21.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 4.7. Bolus amount delivered = 1. Please see below for the daily total of all insulin delivered on the event date 01-may-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals. Daily total collection start time: (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 43.6. Daily total of basal insulin delivered = 34.1. Daily total of bolus insulin delivered = 9.5. There were no auto suspend (12) alarm noted on the pump history file on svn: (B)(6). There were no user suspended alarm noted on the on the event date 01-may-2023 in the pump history file on svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-may-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 00:13:37.000 battery removed. On (B)(6) 2023 00:13:37.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 00:13:37.000 battery inserted. On (B)(6) 2023 00:13:37.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2023 00:13:39.000 battery removed. On (B)(6) 2023 00:13:39.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 00:14:21.000 battery inserted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 7:45:00 am. There was no power data available for the date on (B)(6) 2023. Unable to check power data for failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The test battery was removed and reinserted with no failed test battery alarm noted. Failed batt test (58) unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Cosmetic damage was confirmed at the back of the pump. Battery cap damage not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 428 mg/dl. The customer reported constant urination as symptoms. Troubleshooting was performed and found crack to the pump. It was found that the customer has treated the high blood glucose event with hospitalization. The customer was using the pump within 48 hours of the reported event. The auto-mode feature was not active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.